Event description:
It was reported that the patient underwent an open large direct inguinal left inguinal hernia repair procedure on 02/01/2011 and mesh was implanted. On (B)(6) 2011 , it was noted that the patient developed a four centimeter hematoma. The hematoma was evacuated and the wound was reclosed on (B)(6) 2011. The surgeon opines that the event was not device related but rather procedure related. The current condition of the patient is listed as no health problems.

Manufacturer narrative:
(B)(4). Hematoma occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.